Event description:
It was reported that the ilet user dropped the pump, after which the infusion set tubing became disconnected from the connector. The user reattached it and confirmed a recent supply change and was advised to ensure the connection was tight and solid and to replace the connector and tubing due to risk of air bubbles or leakage. Symptoms included none, and blood glucose was reportedly unaffected. Outcomes included continued insulin delivery after the user performed a disconnect procedure, primed by pressing and holding until fluid exited the needle, verified visible drops, and then reconnected. Investigation included remote troubleshooting and user education on connection integrity, inspection for air in the line, and clearing potential bubbles through priming. Investigation of this case revealed a likely improper or loosened connection at the infusion set connector consistent with an infusion set deployed or attached incorrectly, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user handling and connection integrity were the most probable contributors.